Event description:
A female surgeon and two female or nurses developed skin irritation issues and saw a dermatologist. The nurses were diagnosed with eczema, one was unable to "scrub in" in the or.

Manufacturer narrative:
The customer did not provide the lot number or the sample, therefore, the device history record could not be reviewed, and the exact cause of the skin irritation could not be determined. Historical trending was done. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends.